Event description:
The reporter stated the surgeon inserted a 22.0 diopter aq20033v silicone three piece lens and the haptic tore off. The lens was removed with no pt injury. A different type lens was implanted. The reporter stated the injector plunger caught on the lens. The pt's current condition is good. The surgeon discarded the lens.

Manufacturer narrative:
Evaluation: conclusions - (other): an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.